Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, the left ventricular (lv) lead was found to have exhibited high capture threshold measurements. The lv lead was explanted and replaced on (B)(6) 2024. The patient had no adverse consequences.